Event description:
The following has been reported: biomed reported: "cassette not recognized error". Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed sensor hardware failure (set ID sensor). Pump was returned due to sensor hardware failure (set ID sensor). Unit had sensor hardware errors at start up and failed set ID admin test. Internal investigation found pneumatic plate is damaged/broken. Set ID and pneumatic plate will be removed and replaced during repair process. No other damage found.